Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that both healthsight viewer (hsv) and pyxis check were inaccessible. A technical support specialist dialed into the server and reviewed the internet information services (iis) configuration. It was found that the pyxis identity application pool had stopped unexpectedly. The specialist restarted the application pool to restore functionality. Following this action, the customer confirmed they were able to proceed with medication management using hsv. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, its hs viewer and pyxis check was down. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.